Event description:
The reporter indicated that interrogation attempts with his new programming wand were taking a long time and that he suspected that a short might be present in the wand's serial adapter cable. Good faith attempts for product return are in progress.